Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited no pacing on telemetry, during device interrogation with magnet. Received an alert that the device entered safety mode unexpectedly indicating battery voltage too low for remaining capacity. The date this device entered storage mode is unknown, as this patient has been lost to routine device follow up. The clinician noted this patient is not pace dependent, and is very elderly with other comorbidities. The clinician will relay data to the physician for their consideration and decision. No adverse patient effects were reported. At this time, the device remains in service.